Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that the patient sought medical attention for a urinary tract infection on (B)(6) 2014. The patient was prescribed levaquin and the event resolved on (B)(6) 2014. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "unlikely." On (B)(6) 2014 the patient sought medical attention for urinary retention and a foley catheter was placed. The event resolved october 18, 2014. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "unlikely." Additional information august 5, 2015. The patient also experienced urinary retention (failed post-op void trial) starting (B)(6) 2014 which resolved on (B)(6) 2014. The patient experienced hematuria on (B)(6) 2014. The patient experienced urinary retention starting (B)(6) 2014 which resolved (B)(6) 2014. E.r. For catheter on (B)(6) 2014 - or release. Additional surgery done. Left lower extremity edema started (B)(6) 2014 which resolved on an unknown date in 2015. The patient went to the ER, where she was treated with oral anticoagulants for dvt (deep vein thrombosis). Additional information august 1, 2016. The (B)(6) 2014 dvt (deep vein thrombosis) event resolved in (B)(6) 2015. On (B)(6) 2015, the patient experienced a pulmonary embolism. The patient was hospitalized, and the event resolved on (B)(6) 2015. The investigator assessed this event as severe, with "possible" relation to the uphold device/procedure. On an unspecified date in (B)(6) 2015, the patient experienced a second dvt (deep vein thrombosis) event which was resolved on (B)(6) 2015. The investigator assessed this event as severe, with "possible" relation to the uphold device/procedure. On (B)(6) 2016, the patient experienced vaginal atrophy, which is being treated with estrace. The investigator assessed this event as mild in severity, with "possible" relation to the uphold device/procedure.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(4). It was reported to boston scientific corporation that the patient sought medical attention for a urinary tract infection on (B)(6) 2014. The patient was prescribed levaquin and the event resolved on (B)(6) 2014. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "unlikely." On (B)(6) 2014 the patient sought medical attention for urinary retention and a foley catheter was placed. The event resolved (B)(6) 2014. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "unlikely."

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial ((B)(6)). It was reported to boston scientific corporation that the patient sought medical attention for a urinary tract infection on (B)(6) 2014. The patient was prescribed levaquin and the event resolved on (B)(6) 2014. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "unlikely". On (B)(6) 2014 the patient sought medical attention for urinary retention and a foley catheter was placed. The event resolved (B)(6) 2014. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "unlikely". Additional information august 5, 2015. The patient also experienced urinary retention (failed post-op void trial) starting (B)(6) 2014 which resolved on (B)(6) 2014. The patient experienced hematuria (B)(6) 2014. The patient experienced urinary retention starting (B)(6) 2014 which resolved (B)(6) 2014. ER for catheter (B)(6) 2014-or release. Additional surgery done. Left lower extremity edema started (B)(6) 2014 which resolved on an unknown date in 2015. The patient went to the ER, where she was treated with oral anticoagulants for dvt (deep vein thrombosis).

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.